Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed decreased sensing which resulted in under-sensing on the right atrial (ra) lead. No interventions or changes were reported. The patient remained in a stable condition.